Event description:
It was reported that high capture thresholds were observed on the left ventricular lead. Due to the high output, synchronous pacing could not be achieved. The lead was disabled. On (B)(6), the lead was reactivated. The patient was noted to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).